Event description:
It was reported that signal loss occurred. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced signal loss after which they experienced a hypoglycemic event. This report is 1 of 2 allegations of signal loss that had similar event details. It was reported that the patient is blind, and that even though the patient would have received alerts for the signal loss, they would have not been able to know for which these were. The day of the event the patient experienced feeling disoriented, weak, and ¿like collapsing¿. The patient called their neighbor who gave the patient 4 times 24mh of a sugar rich gel, and a large can of soda. The paramedics were called and by the time the paramedics arrived, the patient had stabilized, and no further medication or treatment was reported to be needed. At the time of the report the patient was stable. A review of performance data shows that the patient experienced a period of signal loss from 12:04 pm to 7:34 pm on the alleged date of incident, on (B)(6) 2025. The last estimated glucose value the patient received prior to the onset of signal loss read 14.8 mmol/l, and the first egv she received after the signal loss read 18.3 mmol/l. The availability of backfilled data shows that the patient¿s egvs only reached 10.8 mmol/l at the lowest point during the signal loss, and only reached 8.9 mmol/l at the lowest point during the entire alleged date of incident. Thus, inaccurate estimated glucose values have been determined to be the most likely root cause of the hypoglycemic event. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. This report is 1 of 2 allegations of signal loss that had similar event details. Related records: (B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that signal loss occurred. Date of event is an approximation. On 05/26/2025, it was reported that the patient experienced signal loss after which they experienced a hypoglycemic event. This report is 1 of 2 allegations of signal loss that had similar event details. It was reported that the patient is blind, and that even though the patient would have received alerts for the signal loss, they would have not been able to know for which these were. The day of the event the patient experienced feeling disoriented, weak, and "like collapsing". The patient called their neighbor who gave the patient 4 times 24mh of a sugar rich gel, and a large can of soda. The paramedics were called and by the time the paramedics arrived, the patient had stabilized, and no further medication or treatment was reported to be needed. At the time of the report the patient was stable. Performance data was analyzed using results from the ios app. A review of performance data was completed and the reported complaint is undetermined. Although signal loss was confirmed to have occurred at the alleged time and date of the incident on the afternoon of (B)(6) 2025, the patient's egvs never breached the low alert threshold at any point during this day - not during signal loss, nor during the times she was receiving live egvs. The hypoglycemic event was determined to have most likely occurred the day prior on (B)(6) 2025 as critically low egvs were found between two prolonged periods of signal loss. The root cause of the signal loss could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).